Manufacturer narrative:
The device has been returned to olympus for servicing, and the reported problem has been confirmed during evaluation and inspection; the processor was not displaying an image due to a faulty printed circuit board. In addition, the device failed to produce an image when tested with olympus, model series 180 scopes; the cause was assigned to a printed circuit board failure. A corroded pip (picture-in-picture) connector and a recommended software update were also found during evaluation and inspection. This investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report their video processor's dvi port was not outputting a signal, resulting in no image. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to a faulty patient board (dr) set. As to the cause of the defect, the device might have been affected because it was manufactured before the circuit design of the operational amplifier of the dr board was changed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.